Event description:
The st. Jude representative phoned to report that the ICD presentated in a hardware reset state. Technical services recommended the pt be externally monitored, the memory map downloaded and the device should be explanted as soon as possible.